Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient height reported as 177.80 cms. This report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent removal of olecranon plate due to painful deep implant and arthrofibrosis. The procedure begun by first manipulating the upper extremity under fluoroscopy/ the radial head appeared to be stable and did not move during manipulation and was stable to varus and valgus. The previous posterior incision was once again used ellipsing out the previous scar tissue. The insertion of the triceps was split in line with the fibers and there was, in fact, some fibrous scar tissue in the olecranon fossa and some callous type bony tissue at the tip of the olecranon. The synthes olecranon plate was removed and again fluoroscopy was used to ensure there were no fractures and the elbow was stable. The area was copiously irrigated with normal saline. The patient was transferred to a gurney and taken to pacu in stable condition. On (B)(6) 2016, the patient was admitted in the ER and noted to have right proximal ulnar and radial head fracture due to fall. The patient experienced dizziness. The patient cannot move her arm without extreme pain. Pain was rated as 9 over 10. Elbow x-ray showed comminuted fracture of the ulna which does not appear to be intra-articular. There is, however, intra-articular fracture of the radial head which appears impacted and displaced. CT scan of the elbow on (B)(6) 2016 showed comminuted fracture involving the proximal metadiaphysis of the ulna. Mildly displaced bony fragments. Comminuted impacted fracture involving the radial head with intra-articular extension and displaced radial head fragments. Originally, the patient underwent radial head replacement, open reduction internal fixation olecranon, open reduction internal fixation coronoid process and lcl elbow ligament repair on (B)(6) 2016 due to elbow terrible triad injury. A synthes olecranon locking plate and a synthes radial head was implanted. A 4-hole synthes olecranon locking plate was then chosen and held in place. Cortical screws were used to suck the plate down to the bone. The proximal locking screws were then filled followed by the distal cortical screws. This was preserved and reduced back to the ulna and held with two 2.4mm lag screws. The area was planed and a size 8 straight stem was chosen. This was tamped gently into the shaft. The size synthes 22mm head was then chosen and then affixed to the stem and tightened down on (B)(6) 2016, the patient returned to the clinic for evaluation and stated that after heating a pad on her elbow, her range of motion improved greatly, however, the patient stated that the elbow was relatively stiff. A dynamic splint was given. From (B)(6) to (B)(6) 2016, the patient stated that when she was carrying something heavy, her elbow felt awkward. The patient¿s biggest complaint was that she cannot extend into full extension as she felt pain in the olecranon fossa region. The patient also felt a mechanical block when extending because she likely has some scar tissue in her olecranon fossa and possibly some bony material in her olecranon fossa. Elbow x-ray on (B)(6) 2016 showed that there was some lucency around the radial head. This report is for one (1) unknown cortex screw. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned for physical evaluation. The investigation was completed based on the review of the provided medical imaging. Provided imagings show two independent screws and a radial head and stem. The radial head and stem do not appear to be synthes implants and thus likely represent the revision surgery. This is consistent with the reported description of ¿it was reported that on (B)(6) 2017, the patient underwent revision of radial head replacement due to loosening of the radial head. A non-synthes device was used.¿ it also shows the reported radial head, radial stem, plate, six (6) screws assembled in the plate, and two (2) independent screws. The devices in the provided medical imaging appear intact with no visual defects. It shows imaging of the bone with no noted implants. The screw part numbers or families could not be identified from the imaging. Based on the location of the screws in the plate and thread profile, the screws in the plate are likely 3 locking screws and 3 cortex screws. In conclusion, no defects were identified with the implants which could have impacted the adverse event. Thus, the complaint condition could not be confirmed with the provided information. No definitive root cause was able to be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.